Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, the pump initially displayed "two screens" one on top of the other, and then a blue-gray screen which blocked the graphics and text. Customer's blood glucose was 180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.